Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the issue occurred at the start of coronary treatment, and it was completed as planned by swapping the disk. The philips field service engineer (fse) went onsite and identified that the swapping disk was a temporary solution. The review of system log file identified the flexspot pc was unavailable during the issue. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a medical device correction (z-1151-2024). The system was returned to good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system was unable to boot. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this compliant.